Event description:
The pt reported uncomfortable stiumlation when placing the charger over the implant site. Device evalaution was performed by an advanced bionics representative. An explant has been recommended.